Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly was noted. The pump was received with minor scratches on lcd window, cracked case at display window corners and battery tube threads.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 146 mg/dl. The customer stated that the numbers are scrolling when she enters her blood glucose. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.